Event description:
Pt was receiving iontophoresis to right wrist. Pt has received 4.0 m/amps and the machine had peeped, at that time pt. Stated he felt a burning sensation to wrist. Machine was turned off and electrodes and pads removed. Ice was administered to wrist. Pt was taken to emergency room and treated for a superficial burn to right wrist at mp joint of thumb. On dorsal side.